Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pacemaker experienced several issues, including fluctuation and a significant drop in the r wave size from approximately 12mv in 2023 to 1.4mv. There was a gradual decrease in both bipolar and unipolar right ventricular (rv) lead impedances, along with a gradual rise in the rv lead threshold to around 1.25v at .40ms at its highest. Additionally, there were intermittent slight elevations in right atrial (ra) lead bipolar impedance and intermittent increases in the ra lead threshold. It was discussed that bringing the patient in to assess the unipolar r wave could provide more options for programming if the unipolar r wave is large. The ra lead and the rv lead remains in use. No patient complications have been reported as a result of this event.